Manufacturer narrative:
B4:24sep2021 the customer confirmed the reported failure. The field service engineer replaced the power management board under the recall. The unit was tested, and it was returned to service.

Event description:
The customer reported display is dim when adjusted full bright. The customer was having a issue with the screen and does not think it's bright enough. The customer has requested to talk to tech support about this issue to see if screen needs to be replaced. The unit was not in use, and there was no patient or user harm reported.